Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that two rooms were failing to alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that two rooms were failing to alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse was unable to resolve the issue and recommended a field service engineer (fse) to go onsite for the customer. The customer later informed the rse that an fse was not necessary because they had already resolved the issue. There is insufficient information to rule out a product malfunction. The customer informed the rse that they had resolved the alarm failure but did not provide any additional information regarding the resolution of the issue.